Event description:
Pt admitted for infection of a silicone left breast implant that was implanted in 1997. When removed surgeon note indicated mastodynia related to rupture of the silicone breast implant on the left side, status post removal.